Manufacturer narrative:
We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested an received: what were the indications for surgery? Cough for one month. Lung occupying was detected. There was no any other disease history before. Was any staple form issue noted throughout the care of the patient? No for during the surgery. Were there any issues with the use of the device in initial procedure? No. Was the bleeding identified to be going through the staple line or proximal? Yes, on the staple line. What is the current patient status? Need re-check with sales?

Event description:
It was reported that there was bleeding after surgery. During the endoscopic right superior pneumonectomy, used ec60a and ecr60w(1st firing) to severing the right superior pulmonary vein, and no abnormal situation during the surgery. One day after surgery, the patient's hemoglobin was about 5. Did the 2nd surgery, found the bleeding was from the anastomotic stoma of the right superior pulmonary vein. Suture was used to sew the wound and stopped the bleeding. The patient was with blood transfusion. The patient is stable and in the hospital now.